Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), polymenorrhoea ("I had period every other week for an entire week/ I am having two weeks between a week long to 10 days period"), mood swings ("mood swings"), anger ("short tempers"), depression ("spouts of depression") and menorrhagia ("long to 10 days periods"). The patient was treated with contraceptives. At the time of the report, the abdominal pain, polymenorrhoea, mood swings, anger, depression and menorrhagia outcome was unknown. The reporter considered abdominal pain, anger, depression, menorrhagia, mood swings and polymenorrhoea to be related to essure. Concerning the injuries reported in this case, the following one/ones reported via social media : polymenorrhoea, abdominal pain, mood swings, anger, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance's data; should any new and reportable provided in a supplementary report.